Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported difficulty to advance and difficulty to remove could not be confirmed due to the condition the device was received for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter during advancement causing the reported difficult to advance and subsequent material deformation. Resistance with the guiding catheter was once again felt during removal causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with moderate calcification, heavy tortuosity, and 80% stenosis in the right coronary artery. A .014 ht whisper guide wire es crossed the lesion and a 3.0 x 23 mm xience alpine stent delivery system (sds) was then advanced; however, the sds met resistance with the guiding catheter. The sds was withdrawn and resistance was also noted with the guiding catheter. The stent remained on the balloon; however, stent struts were damaged. Another xience alpine stent was deployed to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.